Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system reported feeling undesired sensations due to phrenic nerve stimulation. The crt-p was interrogated and found to be in safety mode. A device replacement procedure was performed, the crt-p was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.